Event description:
It was reported that an evacuated container had vacuum loss. The reporter stated that as the bottles become full with bodily fluids during drainage, the ¿vacuum does not build up enough, and sucks very slowly.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.